Event description:
Universal repositioning pin broke during surgery. The threaded part of the instrument was left in the bone. Another identical device was available for use and the case was completed as planned.

Manufacturer narrative:
Investigation in progress but not yet complete.